Event description:
A report was received that during a lead revision, one of the contacts on the paddle lead fell off. In addition, the physician chose to replace the pt's ipg because it was in hibernation. The pt is reportedly doing well after the revision.